Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-03153.

Event description:
Device 2 of 2. Reference MFR report 3006705815-2018-03153. It was reported the patient experienced a fall and the patient¿s leads migrated. Consequently, surgical intervention was taken on (B)(6) 2018 and the leads were repositioned.